Event description:
The customer reported via telephone call that the battery level had been fluctuation and that the battery drained in less than a week. The customer was advised that the highest current drain occurs when the insulin pump searches for the transmitter. The customer also reported a low blood glucose of 48 mg/dl. The customer treated with food and the blood glucose reading was brought up to 66 mg/dl. The drive support cap appeared normal and recessed. The customer reported that the reservoir showed less insulin than shown on the status screen. The customer intended to call back to complete troubleshooting and perform the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.